Event description:
It was reported that a home patient (hp) felt full during dwell 1 of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) assisted the hp with a manual drain, where the hp drained 4322ml of solution. The fill volume for the hp was reported to be 2500ml and the initial drain alarm setting was set to 0ml. A swap of the device was initiated. The tsr instructed the hp to call a registered nurse (rn) for supplies on performing continuous ambulatory peritoneal dialysis (capd) until a new homechoice (hc) arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. A review of the event history log identified the reported increased intraperitoneal volume (iipv) event. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A check of the pneumatic system showed that all pressures were correct and stable. A short simulated therapy was performed successfully. The device passed a seal, purge, and wet disposable integrity test. Although verified in the event logs, sample evaluation was unable to identify any nonconforming parts or duplicate the reported event. The cause of the issue was determined to be a use error. The initial drain alarm setting was inappropriately set to 0 ml. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. The device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.